Event description:
The user received questionable hcg+ ss results for two patient samples. The issue was discovered when the user repeated the samples due to an internal communication to retest all hcg +ss samples with results between 6 and 100 miu/ml. All results below are in miu/ml. Patient sample 1 results were 1.34 with a data flag, 12.10 with a data flag, < 0.100 with a data flag and < 0.100 with a data flag. Patient sample 2 results were 10.01 with a data flag, 0.469, < 0.100 with a data flag, 1.22 with a data flag and < 0.100 with a data flag. None of the erroneous results were reported outside the laboratory. No patients were adversely affected as only the correct results of < 0.100 with a data flag were released. The hcg+ ss reagent lot number was 16015003. The field service representative determined the cause was a misalignment in the probe and adjusted it. To verify the analyzer operation, he ran successful performance testing, calibration and quality control. The user stated the field service representative used either patient sample 1 or patient sample 2 to run precision testing, but she was not sure which one. All results generated during the precision testing were < 0.100 with a data flag.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.